Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer stated that they received a pack of gauze that was short one piece of gauze; they received 9 gauze instead of 10. The customer further states that a patient was not involved and no injury or medical intervention was required.